Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 12mm synergy ii drug-eluting stent was selected for use to treat the lesion. However, the stent was accidentally deployed and dislodged in the guide catheter. The dislodged stent was later discovered inside the hemostasis valve. The procedure was completed with another synergy stent. No patient complications were reported and the patient was well.